Manufacturer narrative:
This case, with patient identifier (B)(6) (test strip lot number 497291), is related to case with patient identifier (B)(6) (test strip lot number 497254).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 199 mg/dl (test strip lot number 497291), 54 (test strip lot number 497254), and 194 mg/dl (test strip lot number 497291). No adverse event reported. Return of the suspect device was requested for evaluation.